Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 53 mg/dl. Customer reported that she woke up high, she calibrated, she checked her blood glucose before breakfast. Customer reported that she checked her glucose twice, waited 2 hours and blood glucose still too high. Customer reported that after dinner 9pm she relinked the sensor and her sensor glucose matched her blood glucose 53 mg/dl, and today the readings are still off. Customer reported that she turned it off 3 hours this morning her blood glucose 279 mg/dl and treated with bolus. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.